Manufacturer narrative:
E1: initial reporter facility name: (B)(6)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 120 hours, but there was still medicine in the bladder. The pump took another 2.5 days to infuse. The total time was 208 hours. The device contained 240 ml of endostar (recombinant human endostatin injection) and 190 ml of dextrose saline. A chest wall infusion port was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. Correction: b5, d10 (replace "dextrose saline" entry). B5: the total fill of the device was 240ml; 190ml was filled with the diluent (saline). H4: the lot was manufactured between november 8-11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.